Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 hose was leaking. The problem was solved by replacing the o2 hose. The o2 hose is a getinge product. The provided picture confirmed the reported problem. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref #: (B)(4).